Manufacturer narrative:
One customer sample was received with a hole in the middle of the tubing. A customer sample was received. The complaint was confirmed. No DHR was required see CAPA 45819. The doe conducted for the pin not functioning properly created an almost identical cut as was observed. Corrective actions are being implemented.

Event description:
It was reported that 23 g x .75 in bd vacutainer® winged safety pbbc set had broken tubing. No injury, no medical intervention, no mucous membrane exposure.